Event description:
(B)(4). Horrible migraines numbness in extremities. Muscle spasms an gi issues. I have now been diagnosed with fibrosis as well as endometriosis which I never had before the implant I am looking at a full hysterectomy at the age of (B)(6).